Event description:
The cover on the top yoke has split and become detached. This apparently caused the pt to slump to one side, even though this component should not be used as the handgrip. Injury was not suffered by pt or care assistant. Two people involved, no injury.

Manufacturer narrative:
This is a close out report by the foreign reporter. Investigation: it is coincidental that the pt slumped to one side (normal) and part of the protective cover breaking off. Observations: the pt was not using that part of the yoke as an hand grip commonly. Conclusions: user error, this pt may have been an unsuitable candidate for this type of lift. Corrective actions: new (stronger) covers have been fitted to this hoist.